Event description:
It was reported that a patient underwent a total pelvic floor repair procedure in 2007. After the procedure, on approx two months later, the patient was found to have recurrent prolapse. The patient had a stage two prolapse at baseline and a stage four prolapse at the six month visit. In 2008, at the twelve month post surgery visit, the patient's prolapse was stage four and the patient had a significant vault prolapse. It is planned for the patient to be scheduled for an abdominal sacrocolpopexy.

Manufacturer narrative:
Other: vault prolapse occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.